Manufacturer narrative:
On 8/26/2016: a medtronic field service engineer visited the site and found: system would not take 3d spin. Generator error visible in logs. He replaced generator starter board due to only having 5 volts at test point 30. There should be 15 volts. System passed all testing after part replacement.

Event description:
A medtronic representative reported that during a cranial biopsy surgery, after taking successful localizing images with the o-arm, they switched to 3d mode. When trying to acquire images, the rotor would rotate into place but then there would be constant, slow beeps from inside the generator and no x-ray was being emitted. They switched back to 2d - then the beeps were heard again and 2d fluoro couldn't be acquired either. They performed a full system reboot, 2d fluoro worked again normally, but then the same behavior was observed when entering 3d mode. No error messages appeared on mvs (mobile viewing station) or pendant. This was a biopsy procedure and the o2 was going to be used for registration. Instead, they decided to use stealthstation tracer registration with a pre-op exam to move forward with the procedure after about 10 minute delay. No harm to the patient.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The generator starter board was returned to the manufacturer for evaluation. Testing found that the output voltage to the imaging system was not operating.